Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitations, urinary incontinence, night sweats, adenomyosis, excessive menstruation, excessive menstruation, pre-menstrual tension syndrome, gastroesophageal reflux disease and sinusitis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and diarrhoea had resolved. The reporter considered back pain, diarrhoea, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6). Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 27-aug-2019: pfs received. Lot number and lab data added. Concomitant medication and condition added. Events : lower back pain, abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping),fatigue, gastrointestinal or digestive system condition type: diarrhea were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of back pain ('lower back pain') in an adult female patient who had essure (ess205) (batch no. 509813) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included palpitations, urinary incontinence, night sweats, adenomyosis, excessive menstruation, excessive menstruation, pre-menstrual tension syndrome, gastroesophageal reflux disease and sinusitis. Concomitant products included levonorgestrel (mirena). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced back pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced diarrhoea ("gastrointestinal or digestive system condition type: diarrhea"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy (full),salpingectomy (bilateral removal of fallopian tubes)). Essure (ess205) was removed on (B)(6) 2016. At the time of the report, the back pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea, fatigue and diarrhoea had resolved. The reporter considered back pain, diarrhoea, dysmenorrhoea, fatigue, menorrhagia and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 162 kgs. Hysterosalpingogram - on an unknown date: result: total bilateral occlusion. Lot number: 509813, manufacturing date: 2006/04, expiration date: 2008/03. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: quality-safety evaluation of product technical complaint. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.